Manufacturer narrative:
The investigation could not determine a specific root cause as the information and data provided by the customer was incomplete. Based on the information received regarding controls and calibration, the instrument and the reference electrode were performing acceptably before the event, therefore a technical failure or product deficiency of the reference electrode was not a conclusive cause.

Event description:
The customer received questionable ion selective electrode (ise) sodium results for two patient samples. Patient sample 1 initial result was 129 mmol/l and was reported outside the laboratory. The result was questioned by a nurse and the sample was repeated on integra 800, serial number (B)(4) with a result of 138 mmol/l and on the original integra 800 with a result of 138 mmol/l. They submitted a corrected report with the repeat result of 138 mmol/l. The patient was not treated. Patient sample 2 initial result was 130 mmol/l and was reported outside the laboratory. The nurse called to question this result and the sample was repeated on the original analyzer with a result of 137 mmol/l. A corrected report was submitted. The patient was not adversely affected. The sodium electrode lot number was 21521966 with an expiration date of 02/15/2013. The field service representative determined there was a faulty reference electrode and replaced it. He checked the system thoroughly, ran a successful correlation between both instruments at the account and performed instrument checks.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.